Event description:
Patient called to report an adverse event and product issue involving her bard bladder sling she had implanted in 2012. Patient stated she experienced pain and discomfort after the device was implanted and made several trips to the ER. Patient stated she couldn¿t use the restroom as she used to before implant and she experienced severe abdominal pain and cramping. Patient stated when wiping after using the restroom the device would come out in the tissue and that it was eroding through her skin. She said she would have to clip it. The implanting physician decided to remove the device in (B)(6) 2017, however, the patient stated she still experienced issues and discomfort after the removal. She said between 2017 and 2023 she still suffered. Patient stated she saw a specialist who agreed to another surgery in (B)(6) 2023 where the rest of the device was removed. Patient stated she was told by the specialist the device had migrated all over and had eroded in her body. Patient stated the device caused her worse problems than the issues she was having before implant. Patient also stated the device was recalled but nobody ever informed her.